Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow -up, low sensing and no capture were observed on the right ventricular (rv) lead. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: the reported events of intermittent sensing and no capture were not confirmed. A complete lead was returned for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.